Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead was noted to be dislodged via fluoroscopy. The lead was capped and replaced successfully.